Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use when the issue was identified. A philips field service engineer (fse) examined the system onsite and confirmed that a 'fluoro failed' message appeared. Review of the log files showed ippc related issues. Upon troubleshooting fse found a faulty drive bay a faulty drive bay. Fse bypassed the bay and connected the hard drive¿s directly to the motherboard. To resolve the issue, fse replaced the ippc. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that a 'fluoro failed' message appeared. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.